Event description:
During infant transport to another medical facility the clinician needed to cardiovert a neonatal patient. When the nurse tried to press the sync button on the defibrillator keypad, the monitor would not go into sync mode. Several presses of the membrane switch would not activate the sync feature. The staff had to locate and set up a spare defibrillator from the transport service to successfully cardiovert the patient. The defibrillator was removed from service and sent to biomedical engineering for evaluation and service.biomedical tested the blank sync keypad right below the sync indicator on the defibrillator display and was unable to activate the keypad switch. Biomedical replaced the complete front keypad assembly and tested all switches including the key in the sync position without failure. The last preventative maintenance on this defibrillator was four months ago. Biomedical also reported that this was the second incident of the sync button failure on this same model defibrillator. The first incident was not reported to medwatch. The device was tested and returned to service the next day. Manufacturer response (as per reporter) for defibrillator, external, semi-automatic, m series defibrillator.response pending.